Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. The insulin pump had scratches on the lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer's husband reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 495 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they did not feel well and experienced headaches. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.